Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 4 of 6 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue with the use of abbott diabetes care (adc) device was reported. A customer reported receiving low scan results that were between "52 - 69" on the adc device compared to unknown readings obtained on an unspecified device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported that during troubleshooting with customer service, it was determined that the customer was applying the adc device incorrectly and incorrectly using the system. There was no third-party treatment provided for the reported issue. Adc customer service was able to successfully contact the customer, who confirmed receiving a replacement device and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.